Event description:
During removal of the catheter from the package, prior to utilizing in the pt, the distal tip separated from the shaft. There was no pt injury reported with the event. Another product was utilized to complete the procedure.